Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) due to her high blood glucose level. Her blood glucose level was over 600 mg/dl. The customer threw up a lot and was dehydrated. She also had a virus and was placed in antibiotics. The customer was wearing her insulin pump at the time of the 911 call. She found her infusion set's cannula outside her body, causing her high blood glucose levels. The product was not returned. Nothing further to report.